Event description:
It was reported that the device did not exhibit any markers or electrocardiogram signals, nor were they visible upon manipulating the pocket or during exercise. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device did not exhibit any markers or electrocardiogram signals, nor were they visible upon manipulating the pocket or during exercise. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.(B)(4).

Event description:
It was reported that the device did not exhibit any markers or electrocardiogram signals, nor were they visible upon manipulating the pocket or during exercise. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in a diode.